Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 311 mg/dl and when he gave himself a correction bolus his blood glucose dropped to 50 mg/dl. He treated with gatorade. No further details were given, and no products were shipped or returned.